Event description:
It was reported that the patient was unable to walk and was experiencing pain at their implantable pulse generator (ipg) site following a fall. The ipg appears to be bulging in the patients skin. The patient was admitted to the hospital. Additional information was obtained indicating that the patient was discharged from the hospital and went to a care facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to walk and was experiencing pain at their implantable pulse generator (ipg) site following a fall. The ipg appears to be bulging in the patients skin. The patient was admitted to the hospital.